Event description:
It was reported that the pump lost its power while running with new batteries installed. Per reporter, the product fault occurred while in use with patient. There was no contributed cause to patient or clinical injury.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified this complaint was not related to a previous service of the device. The event history log recorded a few powers down due to battery at 75% without user confirmed power down. Functional testing found degrade power on/off button, broken battery door, and heavy scratched lens, but could not duplicate the customer reported issue. The investigation determined the most probable cause is the main board, power on button or pogo insulator pins that cause power on, then off right away. The main board, power on button, and shorter pogo insulator pins were all replaced.